Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting no pacing output. The patient was taken to surgery, where the device was removed and the lead was tested using the psa. All measurements were good, and the lead was pacing appropriately. The lead was reconnected to the device, but the distal setscrew would not tighten. When the proximal setscrew was tightened, pacing ceased. When attempting to remove the lead from the pacemaker, the proximal setscrew could not be unscrewed. The physician had to cut and cap off the lead, then replaced both the generator and lead.